Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery using a perclose at device with a 6fr sheath after an unspecified procedure. Reportedly, when the plunger was removed no suture was present; a cuff miss had occurred. The method that hemostasis was achieved was not reported. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the perclose at device. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: part number has been corrected from 12337-05 to 12337-04.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the complaint. A cuff miss can be influenced by numerous factors including, but not limited to. Manufacturing, user technique and/or patient anatomical conditions. The needle trajectory of every device is verified and a sampling of finished devices is destructively tested to verify the functionality of the device. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may cause a cuff miss. Information about user technique was not provided. Patient anatomy (e.g. Calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss. Calcification of the artery was not noted and no other patient anatomical information was disclosed. A conclusive cause for the reported needle to cuff miss could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and found no indication of a lot specific product quality deficiency. Based on the review of these databases, event information and testing/inspection criteria for this lot, a product quality deficiency was not noted.